Manufacturer narrative:
The customer has not identified a specific unit or made one available for evaluation.

Event description:
It was reported that the customer was experiencing an issue with an unspecified stretcher where the wheels would get stuck in the gap between the floor and the elevator when entering and exiting elevators at their facility. It was reported that this issue has led to staff injury. Further details regarding the alleged injury or injuries has been requested but has not been provided at the time of this filing.

Event description:
It was reported that the customer was experiencing an issue with an unspecified stretcher where the wheels would get stuck in the gap between the floor and the elevator when entering and exiting elevators at their facility. It was reported that this issue has led to staff injury but further details were not provided by the customer.